Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) triggered elective replacement indicator (eri) due to premature battery depletion. The ipg was re-programmed, and remains in use. No patient complications have been reported as a result of this event.